Event description:
Injury (needle): a phyician from germany reported that a novofine 30 needle broke off in the abdominal skin of a pt. The presence of the needle was confirmed by x-ray. The physician attempted to remove the needle but did not succeed. The pt will have an x-ray done in three mos. No further info concerning the pt or the event is known.